Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc had foreign matter. It was reported by customer that a tiny bit of plastic (fm) on the needle was found. Verbatim: rcc received a complaint via phone. Facility: xxxxxxx. Contact: xxxxxxxxxxxx. Phone: xxxxxx. Email: xxxxxx. Issue: a tiny bit of plastic (fm) on the needle was found, but found before used on pt. Happened twice. Ref: 386862. Lot: unknown. Doe: unknown. No samples available.